Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose level was 189 mg/dl. During troubleshooting with tandem technical support, the customer loaded a new cartridge, changed the infusion set, and resume insulin delivery.